Event description:
It was reported that the holster is having green cable error code issues during a breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Date sent: 07/09/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was causing the error codes. To correct the customer complaint the analysis site replaced the green cable. The firing mechanism was replaced due it was bent, the bottom frame was replaced due to it had peeling paint and the e-clip was replaced due to it was damaged during disassembly. As part of the standard service process; replaced the port shaft, coil pin, spade assembly, and spur gear, and removed the seals from the lemo connectors. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.